Event description:
Reportedly, a stimulation failure of the lead was spotted (the vega lead was implanted on (B)(6) 2024). The lead was explanted.

Manufacturer narrative:
Summary of the investigation: the review of the manufacturing records revealed that the subjected lead was produced and released following all applicable processes. X-rays of the lead were taken to check the fixation mechanism by checking the proximal part (is1-pin), the distal part of the lead (helix), the outer coil and the inner coil (which drives the screw mechanism). The x-ray confirmed the screw bending. This damage could have occurred during the explantation procedure. All the other components were free of any damages. The standard electrical measurements were within specification, and they did not reveal any electrical contact (loss of capture or high intermittency) between the two lines that could explained the reported electrical issue. Additional tests were performed to measure the impedance in dry and wet conditions. These tests did not reveal any abnormal impedance values or current leakage between the conductor lines on the lead (either at the distal or proximal level). Based on the available information and observations made on the file provided, reveal that one day post implantation ((B)(6) 2024) abnormal electricals behaviors are observed (decreasing of the ventricular sensing and impedance, rv autothreshold failure). These findings my suggest an issue with the ventricular lead position since the implantation. Based on the available data and the investigation results a lead issue is not suspected to be related to the reported capturing issues with the ventricular lead and is most attributable to the target site(s), to the patient¿s physiology, or to the screwing of the lead in the cavity. Lead micro-dislodgement/dislodgement could occur due to external factors, such as patient physiology. Lead dislodgement is a well-known potential complication associated to such implantable devices that is discussed in the device instructions-for-use and published literature. This case is retained and utilized for trending purposes.

Event description:
Reportedly, a stimulation failure of the lead was spotted (the vega lead was implanted on (B)(6) 2024). The lead was explanted.